Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a sling placement procedure. The patient was hospitalized overnight. According to the complainant, the obtryx sling was placed successfully. During the procedure closure, the patient voided blood within the urine. A cystoscopy was performed and a bladder perforation was discovered. The entire device was removed from the patient and a urologist treated the bladder perforation by suturing the perforation closed. The procedure was completed with another obtryx system and the patient's condition was reported to be "fine" on (B)(6) 2010.